Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked/detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked/detached end cap. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the drive support cap was damaged. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and reported that they tape it up for the meantime, top of the insulin pump came off from opposite side of the tubing. The customer was advised that the insulin pump needed to be replaced and to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.